Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove (interaction with chordae) appears to be related to patient morphology/pathology. The tissue damage appears to be due to the interaction of the chordae; therefore, attributed to procedural condition. The reported patient effect of tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received, reported that there was a suspicion of interaction with chordae. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage occurred during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The clip delivery system (cds 00210u104) was advanced to the mitral valve but there was difficulty positioning the cds due to obstruction by calcified chordae. Before grasping, the physician noted that something was on the clip. Due to the possibility of blood clots, it was decided to remove the cds. When the cds was outside the patient anatomy, the cds was examined and tissue like thing was attached to the clip. The physician believes that it was some tissue attached to clip but not a clot. There were no abnormalities seen on echocardiogram and no abnormalities hemodynamically. The procedure was continued and two clips were implanted, reducing mr to 1. There were no other health problems observed with the patient. No additional information was provided.